Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the trocar balloon experienced a valve seal disengagement. The seal dislodged during mesh insertion and needed to be refitted to regain pneumoperitoneum. The surgeon observed that there was very little adhesive on the seal. The mesh was cut down to 14cmx10cm, folded, and inserted. The issue was resolved by reattaching the seal to the structural balloon port. The patient outcome was reported as alive with no injury.